Event description:
After 22 hrs of iab therapy, blood was noted in the tubing. The iab was removed, no pt injury or further complications occurred. The iab was inserted post coronary artery bypass graft.